Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that four wire tensioners would not tensioning wire and were making grinding noises. It happened during one surgery. The surgery was not prolonged. There was no patient harm. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The visual inspection of the returned device performed as part of the manufacturing investigation reported the device had no visible signs of damage. The mechanism of the wire tightener makes grinding noises. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Wire tightener was investigated by production employees. Stains were found inside of the instrument. The stains were caused by an inadequate cleaning process. Internal components were not lubricated. The grinding noise was caused by insufficient lubrication. The customer did not follow the reprocessing instruction. Instrument should be lubricated as per document se_023827. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.